Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Pump's upstream occlusion sensor test was performed. The upstream occlusion sensor was found to have a failure during test. The root cause of the reported issue was found to be an upstream occlusion sensor error. Actions were taken to mitigate the reported issue: replaced the upstream occlusion sensor.

Event description:
It was reported that a smiths medical pump has an upstream occlusion. No adverse patient effects were reported.